Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed available data, with further examination recommended. This rv lead remains in service. No adverse patient effects were reported.